Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level as information regarding this was declined. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.